Manufacturer narrative:
Customer returned 29 pen needles. On 10 returned pen needles, the needle patency was checked under a microscope by observing light passing through the lumen of the cannula. 10 returned pen needles were then assembled on the pen injector. With every assembly attempt, droplets on the cannula were observed and injection of the applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. No defects under complaint were observed. Root cause analysis was not conducted. No CAPA initiated.

Manufacturer narrative:
Product involved in incident was not returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. Additionally, 10 randomly selected pen needles from archival samples were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. If product involved in complaint is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer can get the pen needle on the device. When she's priming, only a small amount of insulin comes out, and she would try again and only a little liquid would come out, so she would grab another pen needle and it would work fine. Customer is needing to use numerous devices to get the proper amount of insulin. Asked if the needle was bent and she confirmed that the needles are not bent. Asked if there was damage to the package and there was no damage to the packaging. Part 234132. Lot z58f3 - 2024-01-05 - 100ct. Replaced devices and sent return label.